Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-dec-2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was having issues and not working correctly. This was discovered during a procedure with no patient harm. The case was completed by emptying the cartridge and redoing the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is attributed to misaligned insertion of the cartridge during use. Misalignment may impede proper device engagement and function, which is consistent with the reported issue.